Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of the device memory noted that the device declared eri on (B)(4), 2012.

Event description:
Additional information was recieved indicating this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) over twenty-two months ago. The patient had ignored the beeping during that time. The recent voltage was reported to be 2.59 with charge times of 18.9 seconds. The device was scheduled to be changed out and there were no adverse patient effects.